Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once invesgtigation occurs.

Event description:
The customer stated that their mask intermittently shuts off and overheats on one side.